Event description:
Additional information received indicated that surgery intervention occured wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with external devices. The ipg was deemed inoperable. Surgical intervention may take place at a later date to address the issue.